Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 135 ohms and a high capture threshold. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.